Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that areas of the pump touch screen was black and did not allow the customer to navigate the pump menus. Additionally, the pump touch screen had the appearance of being "cracked" under the screen. Customer's blood glucose was 117 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.